Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. The needle was not returned. The swg was unraveled and showed evidence of use. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained the j shape. The swg body also has stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. Visual inspection of the needle could not be performed as the needle was not returned. The broken core wire measured 600 mm in length, which met specification; therefore no pieces appear to be missing. The outside diameter of the guide wire was also found to be within specification. Functional inspection of the guide wire could not be performed based on the condition of the sample received. No lot number was provided by the customer; therefore, a device history record (DHR) review was performed based on the sales history of the customer. No relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a DHR review based on sales history did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of the guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during the withdrawing, the swg (spring wire guide) it was wedged in the needles, the swg was delaminated and stretched." Event was reported as occurring in the operating room. It was reported there was no injury to the patient, or delay in treatment.